Event description:
Additional information received: the issue was observed intra-operatively.

Manufacturer narrative:
B5: additional information received. H6: previously submitted code fdc d16 is no longer applicable for patient interface and console. Product ID: nim4cm01, description: console nim4cm01 nim 4.0, serial no. (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, the patient interface had no stimulation while operating ; the stimulus was apparently not working and multiple stim probes had to be used before a working stim could be generated. There was no patient impact.

Manufacturer narrative:
H6: fdm b21, fdr c21 and img g02005 codes were applicable. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted once analysis gets completed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, description: console nim4cm01 nim 4.0, serial no. Unknown, UDI#: unknown h6: fdm b17, fdr c20 and img g02030 codes were applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis observed there was no fault found for patient interface. H6: codes updated for patient interface, previously submitted codes fdm b17, fdr c20 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.